Manufacturer narrative:
A complete lead was returned in one piece measuring 64.3 cm for the reported event of failure to capture and difficulty in helix extending and retracting. Visual examination found the helix retracted and clogged with blood/tissue, as well as procedural damage in the form of lead body cuts from 23.0 cm to 23.6 cm. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract within specification. No conductor fractures or internal shorts were noted. The reported event of failure to capture was not confirmed. The reported event of helix difficulty was confirmed and isolated to the blood/tissue clog.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with loss of capture on the right ventricular lead. During repositioning of the lead on (B)(6) 2019, the helix exhibited difficulty in being extended and retracted. The physician explanted and replaced the lead during the same procedure. The patient was recovering post-procedure.